Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was returned for investigation where it was tested using a retention battery, a different lot number of retention test strips, and retention controls. Control ranges: level 1 = 30-60 mg/dl. Level 2 = 261-353 mg/dl. Results: level 1: 44 mg/dl, 42 mg/dl, and 42 mg/dl. Level 2: 298 mg/dl, 292 mg/dl, and 298 mg/dl. All returned results are within acceptable range.

Event description:
The initial reporter stated they received a discrepant glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). The reporter also mentioned that the inside of the meter was contaminated with cleaning solution and the cleaning solution was pooled underneath the touchscreen of the display. At 11:50 a.m., a sample from the patient was tested using accu-chek inform ii meter serial number (B)(4), resulting with a glucose value of 598 mg/dl. At 11:57 a.m., a sample from the patient was tested using a second accu-chek inform ii meter (serial number (B)(4)), resulting with a glucose value of 209 mg/dl. At 11:59 a.m., a sample from the patient was tested using a second accu-chek inform ii meter (serial number (B)(4)), resulting with a glucose value of 228 mg/dl. The nurse on the floor believed this value to be accurate.